Event description:
It was reported patient underwent right total knee arthroplasty (B)(6) 2007. A subsequent revision was performed (B)(6) 2013 due to instability. The bearing was removed and replaced with a larger bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.